Event description:
It was reported that one collimator leaf closed into the field. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty high voltage cable. System operates as intended.